Event description:
Pt complained of pain while walking over the last 12 months. Findings - tibial component was loose. Palacos cement used, cement well fixed to bone, but not to tibial component. Femoral component well fixed but surgeon elected to remove this implant as well.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.